Event description:
Reporter states blood glucose reading of 190 mg/dl on his meter and, 1.5 hours later received a result of 140 mg/dl on the dr's meter. Reporter was not experiencing any symptoms. No control solution was available to test with.